Event description:
It was reported pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The transeptal puncture was performed and then a watchman fxd curve access system was inserted into the patient. It was then noted a pericardial effusion with cardiac tamponade occurred. The procedure was aborted and a pericardiocentesis was performed. The patient was also taken to the cardiovascular operating room for surgical intervention. The patient has fully recovered for these events.